Event description:
Reported one false positive sars result. Unknown if the result was confirmed. Confirmation method(s) not provided. Received as part of a batch of suspected false positives.

Manufacturer narrative:
Investigation summary: issue resolved after decontamination. No investigation required. Root cause: no investigation required; contamination suspected. Source: phone.